Event description:
Boston scientific received information that this right atrial lead dislodged during bypass surgery, the lead displayed high threshold measurements. The lead was abandoned surgically and replaced with a new lead. There was no report of adverse patient effects due to the revision procedure.

Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.